Manufacturer narrative:
Same was re-tested on the echo and resulted rh positive. A new sample was collected from the patient and also resulted rh positive on the echo. Instrument is operating as expected. Sample related issue cannot be ruled out since patient is multiply transfused and is transfused weekly.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative reaction when testing a patient sample on the echo instrument. The patient was previously typed as group a positive, but tested as a negative on the echo with both anti-d reagents.